Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was having issues verifying the straight suction. Distance to divot was consistently around 3.2. The manufacturer representative present stated having attempted to re-position the emitter and the surgeon moved the suction to different positions without resolution. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome.